Event description:
It was reported that during interstim implant there was difficulty inserting the lead. They were able to get it in but there was a drag. Impedance check showed #1 contact was >4000 with all combos. The patient was sedated and unable to verify therapy. No bellows were seen at 2v. A new ins was used. There were no problems. Bellows was seen at 1v. Additional information received noted that to the best of this reporter's knowledge the patient was doing well. It was later reported that the lead would not smoothly insert into the ins. There was impedance. After switching the battery, there was no impedance and smooth insertion. There was no patient injury. Additional information received noted that this reporter spoke to the doctor's assistant who noted the patient was doing fine and had had only one leak.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fctr, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy246488h ) showed ins connector port obstruction medical adhesive. There was suspected excessive medical adhesive around the # 1 connector block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.